Event description:
Boston scientific crm received info that just after the implant of this device and atrial lead, the bipolar lead impedance was high. The lead was programmed to unipolar configuration and the impedance was 400 ohms. Later, the unipolar impedance was >2500 ohms. An x-ray revealed that the lead was not inserted completely into the header. The pt underwent another procedure, the lead was inserted and connected. All lead testing was normal following the procedure. No adverse pt effects were reported.